Event description:
There was an allegation of questionable ca2 calcium gen.2 and gluc3 glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial ca2 result was 6.8 mg/dl and the initial glucose result was 43 mg/dl. The doctor questioned the results prompting the customer to repeat the sample. The repeat ca2 result was 9.3 mg/dl and the repeat glucose result was 86 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The ca2 reagent lot number is 787161 and the glucose reagent lot number is 779013. The expiration dates were not provided. The customer's qc recovery data was acceptable prior to the event. The field service engineer (fse) found a clogged sample probe and replaced it. The fse check probe alignments, performed air purges, and mechanism and hardware checks successfully. The customer performed qc successfully. The investigation is ongoing.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.